Event description:
Information received with return of the explanted device notes that when loss of capture was observed, the device was programmed to vvir. The patient was seen due to slow pulse and dizziness. An ECG showed a rate of 35 bpm. Telemetry could not be obtained and the device was replaced.